Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows that the device was properly manufactured and released in accordance with the device master record. The review confirms that there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the alto, aneurysm enlargement of 17.9mm, and type ia endoleak complaints are confirmed. This is consistent with the reported adverse event/incident. The complaint is most likely user and anatomy-related. The conicity was 27.6% with a reverse tapered neck (should be less than 10%). This off-label condition likely contributed to the reported event. The juxta renal angle was 55%, which also likely contributed to the reported event (anatomy-related). There were thickened calcifications in the proximal neck - a cautionary product use condition. This also likely contributed to the reported event. The procedure-related harms identified were abnormal blood loss due to a device closure failure (non-endologix device) requiring an additional endovascular procedure (femoral cut down) at the index procedure. The abnormal blood loss associated with a device closure failure was not related to an endologix device. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text: device remains implanted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately two and a half (2.5) years post initial procedure, during a routine follow up a type 1a endoleak was identified as well as an aneurysm enlargement of 2cm. The physician is currently assessing the possibility of a re-intervention.